Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient experienced erosion and recurring incontinence. The sling was excised and repaired. The patient was then implanted with an alternative continence device. No further patient complications were reported in relation to this event.